Manufacturer narrative:
Insulin pump alarmed no delivery alarm during self test, problem isolated to motherboard. Insulin pump passed idle current test, run current test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No check setting alarm anomaly, low reservoir alarm anomaly, excessive no delivery alarm or no reservoir alarm anomaly noted. Insulin pump had cracked battery tube thread and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was unknown. After troubleshooting, device alarmed no delivery alarm after prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.